Event description:
The clinician reported that almost 6 months after the immediate dental implant was placed in ada site 22 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The implant was torqued to 20 ncm. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.